Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021, a (B)(6) year-old female patient experienced an issue with insertor needle. Reportedly, her inserter needle was bent, and it noticed after insertion, but the site was left in. This issue occurred with six infusion sets. At the time of the event, her blood glucose level was 463 mg/dl which they tried to treat with a correction injection via multiple daily injection. Consequently, she went to the emergency room, where she received fluids and an unspecified medication intravenously. Further, she had traces of ketones, which her health care professional assessed it as not dangerous/life threatening. Subsequently, on (B)(6) 2021, she went to the emergency room and stayed there for two hours. The infusion set had been used for less than one day. During hospitalization, she was administered fluids of saline, insulin, and some unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. Moreover, on (B)(6) 2021, she was released from the hospital and had no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.